Manufacturer narrative:
Due diligence was performed for this event with no response received from the customer as yet. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the forceps passage had presence of glue in the distal end. Other observations for the device: distal end plastic cover is burned; insertion tube has heavy buckle; and angulation is low. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, medical glue entered the inner channel and was on the distal end during an unknown therapeutic procedure. There is no harm reported to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material/medical adhesive on the inner wall and tip of channel was identified as medical glue, however, the root cause of the issue could not be determined, as no additional information was reported by the customer. The event may be detected by following the instructions for use section below: ·¿ chapter 3 preparation and inspection of the instruction manual¿. Olympus will continue to monitor field performance for this device.